Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the device (3100a) was drifting. The customer stated that carefusion service engineer (fse) installed a (B)(4) ((B)(4)) kit in (B)(6) 2015. The customer requested an fse to evaluate the device. The customer reported patient involvement but no allegation of patient injury/harm.